Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported an event occurred where the patient had an arterial line with a 3 way stopcock and the nurse found air in the arterial line tubing and was also losing pressure in the tubing. Troubleshooting revealed that a stick down of the needleless valve resulted in air entering the arterial line tubing. The needleless valve was changed and no patient harm occurred. Event date: between (B)(6) 2018 and (B)(6) 2019.